Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation the root cause of the report was due to air being sucked into the disposable after the supply bag fell and disconnected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A request for the device has been made; however, it was not available for evaluation. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and 2367, which occurred on the homechoice (hc) during use during fill. The patient stated one of the bags fell and disconnected. The baxter technical service representative (tsr) explained the alarms and had the patient cycle the power two times to clear them. The tsr then explained that the patient would need to start over with new supplies. The tsr reviewed the proper procedures per the user manual with the patient and advised the patient to call their nurse in the next twenty-four hours and let the nurse know what happened. The patient understood the explanations, would start over with new supplies, and would call their nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. The patient returned baxter product surveillance's call on (B)(6) 2011 regarding the reported se 2240. The hp confirmed that the supply bag fell causing the bag to disconnect from the line. The patient stated she was able to resume therapy successfully after starting over with new supplies and that they made their nurse aware of the alarm. The patient stated since then therapy has been going fine. There was no patient injury or medical intervention reported.